Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve moved slightly aortic and landed too high in the aortic position. Moderate paravalvular leak (pvl) was noted on tee. A second valve was placed. The native aortic annular diameter was 24mm x 23mm by tee and tte, and 21mm x 30mm by CT, with an area of 506mm2. The native valve/leaflet was moderately calcified. As reported, that valve was placed in position across native annulus and the consensus was that position was proper and the valve was deployed under rvp. During deployment, the valve moved slightly aortic and landed in a 90:10 aortic/ventricular position. A tee revealed moderate pvl around the valve. An additional 1.5cc of contrast was added to inflation syringe for post dilatation of the valve. A tee revealed very little improvement. A second valve was positioned on the native annulus and deployed more ventricular. The valve was positioned across the 1st implanted valve in a 50:50 position on the native annulus. This placed the 2nd valve approximately 1 cell more ventricular then the 1st valve. Deployment under rvp took place and valve again moved slightly aortic. The physician placed forward force on the delivery system to correct the movement while inflation continued and final result was at the intended location (50:50 on native annulus). A tee revealed no pvl or central ai and patient remained stable during entire procedure. Per report, the cause for valve movement slightly aortic was due to slight movement of the system; however, it was agreed that the valve was high in the annulus to begin with and was underappreciated at the time of deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported the cause for valve movement slightly aortic was due to slight movement of the system. In addition, the valve was high in the annulus to begin with and was underappreciated at the time of deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.